Event description:
It was reported that this right atrial (ra) lead was explanted due to an loss of capture. The physician suspects this is due to a micro dislodgement. A new ra lead was successfully placed. No additional adverse patient effects were reported.